Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012, and subsequently expired on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR # 1225714-2013-01192.